Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2014, product type: catheter. (B)(4).

Event description:
The physician was out of the office on (B)(6) 2015 and the patient missed their pump refill appointment. The pump went dry. The patient was feeling crappy. The pump was refilled the week of (B)(6). The pump was delivering fentanyl and clonidine.